Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on available information, the reported slda appears to be related to challenging anatomy (posterios leaflet was tethered/restrictive, calcified annulus). The reported tissue injury is cascading events of the slda. The reported patient effects of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complications associated with mitraclip procedures. The reported minor injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 mixed mitral regurgitation (mr) and calcified leaflets for a mitraclip procedure. During the procedure, a mitraclip was aligned with the leaflets and was able to be placed successfully. The leaflet insertion assessment and imaging showed that the leaflets were inserted 6mm inside of the clip and the clip was deployed. After a couple of heart beats, a single leaflet detachment (slda) occurred and the clip was no longer attached to the posterior leaflet. It was then identified that the posterior leaflet was torn and remained within the clip arms. The mitraclip remained attached to the anterior leaflet. There was no more sufficient space on the mitral valve to place an additional clip so the procedure was discontinued. The final mr remained at grade 4. There were no clinically significant delays.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.